Manufacturer narrative:
Given imaging labeling, such as user manual indicate that pillcam sb capsules are contraindicated for use in pts with cardiac pacemakers or other implanted electromedical devices, such as aicd (an implanted cardioverter defibrillator).

Event description:
Customer reported that pt has ingested a pillcam sb2 capsule morning of (B)(6)2010 and he passed away the next day while seated on a couch. The pt had a history of coronary artery disease and an aicd (an implanted cardioverter defibrillator). The capsule was ingested uneventfully. The study was performed to investigate for iron deficiency. The coroner decided not to perform an autopsy. The death was thought to be due to a cardiac event. The video showed the capsule to have remained in the stomach at the end of the study. There were residual food remnants in the stomach.